Event description:
It was reported that a patient implanted with an implantable cardioverter defibrillator (ICD) developed frequent multifocal premature ventricular contractions (pvcs), which were undersensed by the device due to programming. This resulted in triggered pacing, which led to the development of ventricular fibrillation (vf). The patient had a total of five vf episodes, treated with one shock each, and multiple non sustained vf episodes. The device was reprogrammed to mitigate this; however, the patient presented one week later with pre syncope and recurrent non sustained vf episodes. The device was reprogrammed again, and the patient had no further sustained or non sustained vf episodes. No additional adverse patient effects were reported. The device remains in service.